Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and blood leakage from the hemostasis valve occurred. It was reported that during the operation, blood leakage was found in hemostasis valve. A new device was used to complete the surgery and there was no patient injury reported. Additional information received indicated blood loss was approximately 5ml. The hemostatic valve appeared dislodged inside and possibly outside the hub. The brim cap and hub did not detach from the sheath. No air entered the patient.

Manufacturer narrative:
Device investigation details: a picture was received for evaluation following johnson & johnson medtech's procedures. According to the pictures provided by the customer, blood was observed around the hub of the device; this could be related to the issue reported by the customer. However, the valve position cannot be observed as the dilator is inside the sheath and no other damage could be observed. The potential cause of the leakage observed could not be determined. A device history record was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Note: h6. Investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the photo analysis results. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # pc-(B)(4).